Event description:
This report was received via a legal summons and complaint that alleged the dentist was diagnosed with mercury poisoning. The dentist alleges to have experienced peripheral neuropathy, anxiety, depression, high blood pressure, cardiac palpitations, nausea, vomiting, abdominal pain and double vision.